Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy fluid, abdominal pain and vomiting. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was on an unspecified treatment for the peritonitis event. At the time of this report the patient outcome was not reported. The action taken with dianeal therapy was not reported. Additional information was unable to be obtained.